Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
It was reported by the ha system, that a patient had blurred vision in the left eye. The patient underwent cataract extraction with an intraocular lens implant procedure and experienced conjunctival redness and corneal edema. Local anti-inflammatory symptomatic treatment was given. Additional information has been requested.